Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that his blood glucose was elevated to 200 mg/dl when he woke up in 2009. He bolused through the infusion device. Hours later, his blood glucose was elevated to over 400 mg/dl and he injected insulin via pen, and he changed the infusion set. He found that the infusion tubing was leaking insulin at the headset. His normal blood glucose range is 70-160 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.